Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: h6 (medical device problem code ) due to character limit in block e1 event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit and found unit plugged in while onsite. Unit had a hand written note attached, pointing to a saline spill. Unit clearly had saline inside hospital cart. Battery bays had some moisture inside, but nothing egregious. Unit would not turn on when initially tested, even when plugged in. Both batteries were fully discharged. The fse located another console to borrow, one known good battery to turn unit on. Unit did not recognizing dc voltage from cart due to saline in the cart, but continued working on battery. Replacing cart power supply solved this issue. Also when the unit was turned on, the unit surfaced a low helium alarm, when the unit clearly had helium when observing the mechanical helium gauge. The replacement of the power supply also solved this issue. When the unit was turned on clinical mode, unit showed fiber optic module failure. Service mode also failed to show fiber optic module sw version, showing ¿x.xx¿ instead. Replacing fiber optic module solved this problem. Unit would not turn on intermittently even when connected to ac. When removing the batteries from console, while docked in the cart, and connected to ac, unit would intermittently turn on. With unit on, while connected to ac with console docked on the cart but without batteries, unit will shut down. Unit intermittently charges batteries. Replacing suspect power management board solved this problem. The fse identified traces of saline on executive processor board, which may be contributing to unit intermittently working. Unit unable to read ambient temperature. Front end module also shows saline traces on the low level output port. Unit does not print. Printer has burning smell, clearly showing signs of burnt paper. The fse reported customer abuse of unit. Provided estimate for repair but customer declined to proceed with the repairs at this point. Based on the estimate, and other potential unforeseen damages down the road, the hospital will be considering replacement options, as opposed to repairs.

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component codes), h11. Corrected fields: h6 (medical device problem code, investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure prompt on screen. The iabp was swapped out to continue treatment. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.